Event description:
The doctor indicated that this abutment screw fractured during insertion. Unable to remove the fractured portion remaining in the implant necessitating surgical removal of the implant.

Manufacturer narrative:
Upon visual inspection, found that there is a piece of a screw broken off inside of the returned implant. No lot or order number provided for the screw involved in this event. Review of the product's history did not indicate a manufacturing deviation that could cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.